Event description:
It was reported that the atrial lead had high thresholds in 2006. The lead programming was changed and the atrial lead remained in use. Oversensing was then discovered and the lead was programmed off. The atrial lead is now capped and no replacement lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Concomitant medical products: kdr701, ipg, implanted: (B)(6) 2003. (B)(4).